Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro worked intermittently. Hospital activated the device and heard the generator beeping, however no seal was created or apparent heat was transferred. Hospital changed out the extension cable and the same thing occurred. Hospital did not open a new kit and completed the harvest using open technique. No bleeding was reported. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro worked intermittently. Hospital activated the device and heard the generator beeping, however no seal was created or apparent heat was transferred. Hospital changed out the extension cable and the same thing occurred. Hospital did not open a new kit and completed the harvest using open technique. No bleeding was reported. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the tool handle and tool jaws. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed but remained attached on the jaw. The silicone insulation appeared intact with no cracks nor peeling. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. There was no evidence of contamination on the switch. Based on the returned condition of the device and the investigation results, the reported failure "failure to deliver energy" was not confirmed. The analyzed failure ¿material twisted/bent". " was confirmed.